Manufacturer narrative:
Pump had unexpected pump errors after battery insertion. The internal battery connector was found not properly connected. Connected the internal battery no unexpected pump errors noted during testing. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly. Unit received with minor scratched lcd window, scratched around casing and cracked retainer.

Event description:
The customer reported via phone call that the insulin pump battery cannot be removed from the pump. Customer's blood glucose was 253mg/dl at the time of incident. Troubleshooting found that the customer removed the battery cap, but the battery does not budge from the compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.